Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
On (B)(6) 2020, it was reported that the lead was capped on (B)(6) 2019 due to decreased sensing, unsuccessful threshold tests, and possible loss of capture. Lead positioning was not optimal and previously reported complaints were ongoing. Physician upgraded patient to a df4 system, but left this lead capped in place as a possible future backup. No adverse patient events were reported.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.